Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6) 2012 during a colonic stent placement procedure in the sigmoid colon. According to the complainant, during the procedure the hydrophilic tip of the guidewire stripped off when exchanging the wire. The hydrophilic tip remained on the guidewire, however the tip of the core wire was exposed. An olympus visiglide was used to complete the procedure. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
Patient age is unknown; however, reported to be over (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiration date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.